Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: UDI (B)(4). The device history record (DHR) of activecare+sft unit serial number (B)(6) is reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The DHR review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Upon reviewing DHR and mcs legacy complaints data it is noted that device is not previously repaired for a complaint with current serial number (B)(6). Technical review and physical evaluation: on 08 august 2019, it was reported that the device was getting sparks in the device through the screen. While evaluating the device service technician was not able to duplicate the concern of reported event. In addition to this service technician found below mentioned failures with the device. - battery door was broken. - device screen was displaying incorrect time. Service technician then replaced the below mentioned components and confirmed that the device was functioning as intended. The device was repaired as per investigation results and repair. - twist lock (405k602000). - activecare+sft battery door (a501i000602). - battery instruction label (350i000100). Service technician was not able to reproduce the reported issue with the device during evaluation. Therefore, based on the information provided, a specific root cause of reported event cannot be determined. The device was noted to be functioning as intended after replacing, arranging with above mentioned components. The investigation is based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint is determined not to be a new confirmed quality or manufacturing issue and this complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Device product code - jow. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was getting sparks in the device through the screen. The event occurred at the patient's home during treatment. There was no harm/injury to the patient. No adverse events were reported as a result of this malfunction.